Event description:
It was reported that the 8800 system will not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power control module. The system was tested and found to be working as intended and placed back into service.